Event description:
Patient had total hip liner replaced in (B)(6) 2014. Patient came into the doctors office on (B)(6) 2014 due to the bursitis. Two days later, (B)(6), the patient fell and dislocated her hip. The head and liner were revised on (B)(6) 2014.

Event description:
Patient had total hip liner replaced in (B)(6) 2014. Patient came in to the doctors office on (B)(6) 2014 due to the bursitis. Two days later, (B)(6), the patient fell and dislocated her hip. The head and liner were revised on (B)(6) 2014.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged dislocation involving a unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.